Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high pacing impedance measurements were noted on the device and right ventricular (rv) lead. All other measurements were appropriate. The x-ray revealed no anomalies. Boston scientific technical services (ts) reviewed the device information and confirmed that the increase in impedance measurements was gradual and all other measurements were stable. It was suspected that increase could be caused by the formation of the calcium deposit. It was reported that this patient was pacemaker dependent. This lead was surgically abandoned and replaced. No adverse patient effects were reported.